Event description:
It was reported that the lead was approximately 2mm from the intended target. The lead appeared to have started on target but started shifting midway along the lead. It was unclear whether the lead migrated over time or if the issue occurred at implant. Even though the lead was off target the patient still had "good" stimulation effect with no side effect profile. There was no patient injury and no actions required as a result of this event. The patient outcome was "ok." If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3387-28 lot# v787308 implanted: 2012-(B)(6) explanted: unk.